Event description:
Return reason: the customer reported the catheter had a problem of leakage from manifold. Analysis determined: investigation found that the manifold did not leak, but during the molding de-gating process the proximal extension tubing had been inadvertently cut which allows for leakage to occur. Unit was used in vivo. This was not determined until analysis was completed. Corrective action taken: the corrective action is that molding, mfg and quality assurance personnel have been notified. Molding procedures are being revised to help alleviate all future instances of this occurrence type. Both the frequency and severity of this type of incident will be closely monitored to determine if further corrective action is necessary.